Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda) it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to the procedure, it was noted the patient had a small valve and a short posterior leaflet. An ntw clip was inserted and the leaflet coaptation and insertion were noted to be good; therefore, the clip was deployed, reducing mr to a grade of 1. However, after the clip was deployed it detached from the posterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Although an slda occurred, the mr remained at a grade of 1. The physician stated that this was caused by the patient having a small valve. However, after deployment, it was noticed that the mean pressure gradient had increased to 5.5mmhg. Since the gradient was high and the mr remained low, the physician decided to not implant an additional clip and discontinue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the single leaflet device attachment (slda) was due to challenging patient anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling.